Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited a loss of capture. A chest x-ray revealed no anomalies. Programming changes were implemented. There were no patient consequences.